Event description:
The customer reported "self-checking fail." Further information was provided that the device could not boot up, with associated symptoms including a blank screen and eventually a power manager error. There was reportedly no patient involvement; the customer reported that the device was not in clinical use.

Event description:
The customer reported "self-checking fail." Further information was provided that the device could not boot up, with associated symptoms including a blank screen and eventually a power manager error. There was reportedly no patient involvement; the customer reported that the device was not in clinical use. One therapy pca was returned for failure analysis. The reported problem was verified during testing. The power mgr integrated circuit u3 was found to be defective. One processor pca was returned for failure analysis. The reported problem was verified during testing. The som pca was found to be defective.